Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that 2 of the touch less plus catheters were flat ended, or folded in half were unusable. A few of the bags with the kits were leaking .